Event description:
A customer reported a notification about minimum fill which led to their blood glucose level exceeding 500 mg/dl, displayed as "high." The customer managed to address this by administering a correction injection via multiple daily injections (mdi). There was no incapacitation, and assistance from a third party was not necessary. Technical support instructed the customer to clean the pump's pneumatic tap area and assisted with filling and loading a new cartridge using the proper load technique, which resolved the issue. The customer successfully resumed insulin use with the new cartridge, and no adverse impact on the blood glucose level was reported after actions were taken.